Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor was replaced. The table grounding was re-configured to incorporate two separate grounding wires from the wonder box; one to the table and another to the three phase generator. The manufacturer's rep advised the customer that if there are continuing problems, the regional specialist for this machine would need to do a power audit before any additional parts would be installed. The system was tested and operates as intended.

Event description:
The customer reported the 2800 system was displayed a table communication failure error message. No pt injury was reported.